Event description:
It was reported that approximately six hours into a da vinci s mitral valve repair procedure, the surgeon decided to complete the procedure via a thoracotomy. It was reported that the pt expired shortly after the procedure. Reportedly, the pt's demise was unrelated to the da vinci s surgical system.

Manufacturer narrative:
The hospital was contacted to obtain add'l info, however, despite several attempts, the site has decided to not provide any info related to this event. No malfunction of the da vinci s surgical system were reported to have occurred during the procedure, and the hospital has continued to used the system to perform surgery on patients. As of 2009, no similar instances of this event have been reported to isi.

Manufacturer narrative:
Corrected information can be found in manufacturer report number sections on page 1 and 2: 2955842-2009-00338.

Manufacturer narrative:
Corrected information can be found in manufacturer report number sections on page 1 and 2: 2955842-2009-00338.